Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device intermittently powered up to a blank display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device intermittently powered up to a blank display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was duplicated and attributed to the digital board. The digital board was replaced to remedy the customer's report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.